Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument and performing standard troubleshooting, the cse performed maintenance on the aliquot probe and drain. The quality controls and precision testing were acceptable. The customer will run all calcium tests in duplicate as a precautionary measure. The cause of the discordant, falsely low calcium results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on one patient sample when auto-repeated and manually repeated on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample had resulted higher in the initial run. The sample was repeated on an alternate dimension vista instrument and one replicate was falsely low. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.